Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The displayed values should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported to the ew rep that during use of a swan-ganz catheter in a heart transplant patient, a swan-ganz catheter provided inaccurate systemic vascular resistance (svr) values. The ew rep met with the customer on (B)(6) 2018 and per her findings, the medical director notes from the or reported that the patient was vasoplegic; however, upon arrival to the ICU the patient had an svr of 2000. The physician reported this could not be correct but ultimately treated the high svr, which he stated made the patient condition worse. It is unknown what treatment the physician administered or how it worsened the patient condition. It is unclear if there were any drugs infusing through the cvp, and it is unclear what the svr or other values were in the or to the ICU, as some anesthesia providers get numbers in the or and some don't according to the customer. The physician did note he had double-checked the computation constant. Additionally, the customer utilizes philips monitors and cables and on (B)(6) 2018, the cvicu had undergone a software upgrade on the philips monitors. The customer is unsure if the software upgrade had anything to do with the incident. At the time of the ew rep visit to the customer, the patient was doing better but still in the ICU being monitored with a swan for a different issue. Patient demographics were requested and not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.